Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission.

Event description:
It was reported that the patient had a reaction to the retainer that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.